Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on(B)(6) 2025, the patient experienced a skin reaction with itching, and redness, under entire patch area. The patient stated that they experienced a significant allergic reaction despite carefully following all recommended skin preparation steps. The skin started to feel itchy within hours to a day after applying a new sensor. The itching persists throughout the entire 10-day wear period, and even after removal. The affected area remains irritated for several days. The skin appears eczematous, and the irritation was spreading but no further information was reported regarding this. The patient contacted their healthcare provider and was prescribed fexofenadine (dosage unknown) and a hydrocortisone 1% cream. At the time of the report the patient was still experiencing the symptoms and stated that the treatment had not improved the reaction. Photos were available for review. 2 photos were received from an insertion site on the arm. The reactions are possibly from a similar sensor but are very similar. The photos showed a slightly raised, erythematous (red), scaly skin reaction, consistent with the footprint of the sensor patch. Red dots or pustules are visible on the affected area that was under the sensor adhesive and are extended beyond the sensor batch area on the distal side of the reaction. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.